Event description:
It was reported that customer received a minimum fill notification while attempting to load cartridge. There was no adverse impact to the customer's blood glucose level. Customer cleaned pneumatic tap area as instructed and first attempted to reload same cartridge without success, then successfully filled and loaded new cartridge onto pump using guided technique and was able to resume insulin delivery.